Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their top aligner is cutting their gums extremely bad. They can't bite all the way down due to pain. They have filed, did warm water soak and used hyperbyte and did not help. Provided information and tips for gum tissue discomfort. Recommended hh tips and filing the aligner to smooth any edges. Requested photo of aligners after and confirm if they fit more comfortably after tips.